Event description:
It was reported that pt underwent total hip arthroplasty in 2007. Subsequently, pt complained of pain and revision procedure was performed in 2008. Cable plate was found bent at the nonunion.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Numerous attempts were made to contact user facility to obtain prod identification. This report filed on may 13, 2008.